Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l2 burst fracture; and underwent posterior fixation at l1-l3. Intra-op, after performing reduction with trauma device, when the surgeon attempted to perform final tightening of the set screw, the set screw on the left of l3 idled. Even when the surgeon replaced the set screws and changed rod bending, all the other screws idled too. Then, the screw and extender assembly was removed and was replaced with another one, and another rod was inserted. Final tightening could then be performed without any problem. Although there was a delay of less than 60 minutes in overall procedure time due to this event, no patient complications were reported. When the removed screw was and extender assembly was checked, it was found that one side of the extender displaced from the screw and was open. This could have caused the set screws to cross threaded. Scratches and deformation were found on all four claws of the extender.

Manufacturer narrative:
Product analysis: the extender has visible signs of wear but would still function properly. If information is provided in the future, a supplemental report will be issued.